Event description:
It was reported that during the competitor implant of a device, the physician was not able to eliminate noise on the atrial lead that was to be implanted. The lead was opened but not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis indicated there were no anomalies found. There was blood in/on the helix/lobe mechanism.